Event description:
The clinicians were performing a therapeutic procedure on a male patient. During introduction of the achalasia dilator into the patient's esophagus, the shoulder of the balloon cut the esophagus' mucosa very deeply. The patient felt much pain and the pahysician ended the procedure. The complainant reported that the patient did not suffer any serious injury from the event. The clinicians obtained another device and successfully completed the patient procedure. There was no indication from the complainant of any additional adverse affect on the patient as a result of the reported problem.